Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. Customer blood glucose level was 154 mg/dl at the time of the incident. Customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer also reported that they had power loss alarm and they are able to clear the alarm and complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.